Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful sex"), allergy to metals ("nickel allergy"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), paraesthesia ("paresthesia"), migraine ("migraines"), urinary incontinence ("urinary incontinence") and premature menopause ("premature menopause"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, allergy to metals, genital haemorrhage, menstrual disorder, autoimmune disorder, fatigue, paraesthesia, migraine, urinary incontinence and premature menopause outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, paraesthesia, pelvic pain, premature menopause and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('although the right essure coil appeared intact, since· did break in the process of removing it') and pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fasciitis, fibromyalgia, constipation, diarrhea, joint pain, foot pain, migraine, hypertension, myalgia, neck pain, back pain, conjunctivitis and osteoarthritis. Previously administered products included for an unreported indication: iud. Concomitant products included diclofenamide;isometheptene;paracetamol (epidrin), nortriptyline, promethazine and rizatriptan benzoate (maxalt mlt). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful sex"), allergy to metals ("nickel allergy"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), paraesthesia ("paresthesia"), migraine ("migraines"), urinary incontinence ("urinary incontinence") and premature menopause ("premature menopause"). The patient was treated with surgery (surgery to remove essure, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, dyspareunia, allergy to metals, genital haemorrhage, menstrual disorder, autoimmune disorder, fatigue, paraesthesia, migraine, urinary incontinence and premature menopause outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, device breakage, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, paraesthesia, pelvic pain, premature menopause and urinary incontinence to be related to essure. The reporter commented: left: 5, right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both her tubes to be blocked. Lot number: 20182548. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain lower, fatigue, migraine, device breakage. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('although the right essure coil appeared intact, since· did break in the process of removing it') and pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fasciitis, fibromyalgia, constipation, diarrhea, joint pain, foot pain, migraine, hypertension, myalgia, neck pain, back pain, conjunctivitis and osteoarthritis. Previously administered products included for an unreported indication: iud. Concomitant products included dichlofenamide;isometheptene;paracetamol (epidrin), nortriptyline, promethazine and rizatriptan benzoate (maxalt mlt). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful sex"), allergy to metals ("nickel allergy"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), paraesthesia ("paresthesia"), migraine ("migraines"), urinary incontinence ("urinary incontinence") and premature menopause ("premature menopause"). The patient was treated with surgery (surgery to remove essure, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, dyspareunia, allergy to metals, genital haemorrhage, menstrual disorder, autoimmune disorder, fatigue, paraesthesia, migraine, urinary incontinence and premature menopause outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, device breakage, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, paraesthesia, pelvic pain, premature menopause and urinary incontinence to be related to essure. The reporter commented: left: 5, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both her tubes to be blocked. Lot number: 20182548 manufacture date: 2009-06 expiration date: 2017-06 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain lower, fatigue, migraine, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful sex"), allergy to metals ("nickel allergy"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), paraesthesia ("paresthesia"), migraine ("migraines"), urinary incontinence ("urinary incontinence") and premature menopause ("premature menopause"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, allergy to metals, genital haemorrhage, menstrual disorder, autoimmune disorder, fatigue, paraesthesia, migraine, urinary incontinence and premature menopause outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, paraesthesia, pelvic pain, premature menopause and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.